Manufacturer narrative:
The following other two straight driver shafts, cat #2107-1014, were also listed in this report: lot # fzv575 manufactured on 1/9/2006 and f4s8218 manufactured on 9/29/2009. A supplemental report will be submitted upon completion of the investigation.

Event description:
"(B)(6) reported via our sales rep, (B)(4), in his email that he stated that the torx screwed drivers article no. (B)(4) tend to break at the hip. He has attached a photo of one of them with the lot no. F4e7105 and reported that the tip of this torx driver broke during a surgery procedure. Furthermore, he mentioned that it was not possible to remove the fragment of this tip from the locking screw of a trident pan. The surgeon noted that he decided on leaving the fragment in the patient according to his risk assessment but that the x3pe inlay could be inserted tightly at the patient without any problems. According to the surgeon's email, the patient is informed. (B)(6) rejected to continue to work with this type of screw drivers until the quality of the torx driver material would be checked and returned, 2 further units for investigation precautionally as complaint. No adverse consequences are mentioned in this email of (B)(6).